Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Only a partial lead was returned. Final analysis found that an external insulation abrasion was noted at 34.0 cm to 35.0 cm from the tip electrode. The outer coil was exposed in the same area. The abrasion is consistent with friction to the device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.